Event description:
It was reported that a malfunction occurred on the pump with a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed the specified threshold. The customer had previously experienced the same issue multiple times with the pump, so technical support decided to replace it. Customer will continue to use current pump until replacement arrives.